Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon says that implant oversized related to l20411 broach corail amt 11. There was an intra-op fracture and a long hip stem was implanted. Wagner stem was implanted. Surgery was delayed 120 minutes and procedure was completed successfully.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a worldwide complaint database search was not possible as the required product code and lot number were not provided.